Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old male patient at 150 joules, a spark was observed beneath the electrode pad. Complainant indicated that the clinician obtained another electrode pad and sucessfully defibrillated the patient. The patient's skin was examined, and no burns were detected. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device activity log showed three shocks at 150 joules, all within specification. One shock event showed an impedance difference, followed by "check pads" and "poor pad contact" messages, likely due to poor coupling. The pads were not returned for evaluation. The device passed all functional testing including bench handling, functional stressing, impedance calibration and defib cycle without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.